Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician employed the use of a spider fx device off-label with a 6fr non-mdt sheath during treatment of a 38mm calcified plaque lesion in the patients mid native rca (of diameter 3.5mm). It was reported that the physician was aware that this use of spider fx is contraindicated. The vessel was pre-dilated and it was reported as moderately tortuous. It is reported the patient thrashed resulting in the loss of wire placement. The proximal part of the spider basket became stuck on a stent strut. Upon the physicians attempt to retrieve and dislodge the spider, the stent pulled up from vessel wall and became crushed. The device was released and removed using a non-mdt retrieval sheath. It was noted by the physician that the spider basket and wire was intact upon removal with no debris inside the basket. Deeper sedation was used (intubation by anesthesia and deep IV sedation as well as paralytic). Multiple attempts were made by the physician with various equipment to re-wire the vessel and post-dilate the damaged stent without success. Additionally, femoral access using a non-mdt sheath was also obtained in order to provide greater support and reach-ability to vessel. Several guiding catheters and escalation of interventional wires were attempted to cross the stent. Transthoracic echo was performed post procedure. Following this event, the patient developed acute stent thrombosis due to the stent deformation (clot accumulation). Follow-up information received indicated that the patient is recovering well and has been extubated.